Event description:
It was reported that bd alaris pump module smartsite infusion set the following information was provided by the initial reporter: " it was reported by the customer that the tubing set was leaking by the filter segment. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set the following information was provided by the initial reporter: " it was reported by the customer that the tubing set was leaking by the filter segment. "

Manufacturer narrative:
H.6. Investigation: 4 samples were received with a breakage at point where tubing meets filter. This verified the customer's complaint of leakage. The usual root cause of this failure is unnecessary mechanical strain on the set while in use. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.